Event description:
A consumer reported she had essure inserted in (B)(6) 2003. Two years after the insertion (2005), she began to feel dizzy and she was seen by physician and was confirmed that she was pregnant. She did not have any complication during gestation and the baby was fine. After the delivery she had a lot of abdominal pain. Hysterosalpingogram (hsg) was performed which showed a total tubal occlusion. The consumer reported that every menstrual cycle was very painful and with very large blood clots. She also described that during one of menstrual cycle, large blood clots came out. Due to this, a blood pregnancy test was performed and it was positive. This was confirmed to be a tubal abortion. The consumer was convinced that from 2005 to 2006 (1 year time span) she was having monthly miscarriages (not medically confirmed). She started oral contraception. She did not remember the brand name, but she became pregnant again in (B)(6) 2008. This was confirmed to be a blighted ovum and dilatation and curettage procedure was performed. Hsg was performed and it showed a total occlusion. The consumer also reported that one of the essure's coil (could not remember which one) appeared to be slightly out of place. No treatment was received. The consumer stated that at some point (date not specified) she developed stomach pain (described as upper abdomen) and pain that felt like essure was in her bladder. She also was having urine that smelled metallic. She underwent computerized tomography where one essure was found on her stomach and the other on her bladder. No physician wanted to remove them. At the time of this report, she still has them both. She still suffers from pain in her stomach and bladder. In (B)(6) 2013, it was confirmed that she was pregnant again and elective abortion was performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.